Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was unknown at the time of the incident. The customer reported that patient had been having ongoing issues with air bubbles after a few hours of wear. The issue persists even after replacing the reservoir. The reservoir will not be returned for analysis.